Event description:
It was reported that a patient implanted with an impella cp experienced impella in aorta alarms that occurred under p-2 level. After changing the p level, the alarm immediately resolved. The pump position was described as good by the physician according to the sonography and that the impella was working well. Later, the patient expired and per the physician, the death was not related to impella use.

Manufacturer narrative:
Patient information was not provided. Section a was left blank. The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Manufacturer narrative:
The cause of the change in the ps and "ps low" alarms could not be determined. Based on the clinical details provided and data log review, the cause of the false "position in aorta" alarms was patient condition related. The device passed all post-sterile inspection checks.